Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that the patient was implanted on an unknown date. The patient returned to the surgeon complaining of pain. Xrays and examimation revealed a nonunion and two broken plates. The patient returned to the or on (B)(6) 2013. The surgeon removed two plates and eight 1.3mm cortex screws. The patient was revised to one larger locking plate. The procedure was successfully completed. This is report 1 of 3 for complaint (B)(4).